Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens has been returned to b&l and the device evaluation results will be communicated in a follow-up report. According to the surgeon, the reported issue of refractive error/decreased vision is associated with the pt's prior refractive surgery and resulting lens power selection. (B)(4).

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the lens was exchanged for a higher diopter crystalens secondary to a refractive error with decreased bcva (20/50). The surgeon attributed the refractive error to the pt prior refractive surgery. The lens was replaced with a higher diopter crystalens (19.5 d), which resolved the refractive error.